Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that when she was putting her monitor on the counter, the electrode belt broke off. The pt's suspect electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The plastic housing of the connector had cracked off. The root cause of the break cannot be positively determined, but was likely hit against a hard object or pried with excessive force. No adverse event resulted from the damaged electrode belt. The pt was provided with a replacement electrode belt.